Event description:
Related manufacturer reference number: 2017865-2022-39568 it was reported that a patient presented in-clinic. Upon interrogation, the patient right ventricular (rv) lead was found to have exhibited signal artifact and an unspecified sensing issue. The right atrial (ra) lead was found to have exhibited myopotentials over-sensing, inappropriate automatic mode switch, and over-sensing of noise. No intervention was performed. The patient was stable throughout.